Manufacturer narrative:
(B)(4). Occurrence date is (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be unexpected high ultrafiltration (uf) for the therapy compared to other therapies. Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 21:41 with ultrafiltration of 1472 ml during cycle 5. Fill volume is 1500 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.